Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that fluoroscopy revealed that the superior vena cava had stenosed and retracted the leads.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received